Event description:
Sound processor was fitted on the (B)(6) 2013 weeks after surgery, using the linear incision technique and the patient then reported the fixture and abutment was loose, then the fixture and abutment fell out at 13.30 - (B)(6) 2013. Skin healing over, area had been weeping a little but no pain.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.